Event description:
Customer reported receiving multiple error alarms on the insulin pump including a button error. It was noted that the customer held down a button for awhile prior to the alarm. Customer's blood glucose readings at the time of the call were 56 mg/dl and will be treating with food. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.